Event description:
Boston scientific received information that this lead had elevated threshold measurements due to a suspected micro-dislodgement. The pt does not require right ventricular therapy. The physician elected to revise the lead and it was successfully repositioned without further incident. No adverse pt effects were reported. The lead remains actively implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.